Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/22/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d4, h4 - the actual device lot number associated with this event is not known. The possible lot numbers are reported as follows: batch samkdl; batch rbmmsq; batch scmlcl. A manufacturing record evaluation was performed for the finished device samkdl/ vcp493hcn31 batch number, and no non-conformances were identified. Expiration date: dec/31/2026, date of mfg.: jan/18/2022. A manufacturing record evaluation was performed for the finished device rbmmsq/ vcp493hcn31 batch number, and no non-conformances were identified. Expiration date: jan/31/2026, date of mfg.: feb/26/2021. A manufacturing record evaluation was performed for the finished device scmlcl/vcp493hcn31 batch number, and no non-conformances were identified. Expiration date: feb/28/2027, date of mfg.: mar/18/2022. Additional information was requested, the following was obtained: our failure analysis lab received the wrong product with reference to this complaint, the following product was received: product code: vcp493; product lot #: rbmmsq / scmlcl. 1. Could you please clarify if the wrong device belongs to this complaint? No, please refer to note a-7897219. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that fourteen packets that pertain to the product code vcp493h, lot samkdl were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that forty-nine packets that pertain to the product code vcp493h, lot scmlcl were returned to ethicon for analysis with the packaging closed. Upon initial inspection, of the samples, no external damages were observed on the packets. As per the sampling plan, a visual inspection was performed on thirteen samples, and no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that a closed packet that pertains to product code vcp493h, lot rbmmsq was received for evaluation. Upon initial inspection, of the sample, no external damages were observed on the packet. Visual inspection of the unopened sample, no defects were found on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed using an instron equipment and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the suture broke when sewing. Changed another one to complete the surgery. There are no patient consequences reported.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: this is an analysis of a photo submitted for review. During the visual analysis the following was observed: photo shows aluminum package was observed, product code vcp493h, lot number samkdl. Image is not clear to determine failure mode or reported condition. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance." A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was received: the product(vcp493h) which was prepared for the procedure has 3 lots. The surgeon could not confirm which lot was used during the procedure. So all sterile samples (64ea) were returned. Please update the ip. Lot number : samkdl 15. Lot number : rbmmsq 1. Lot number : scmlcl 48. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 g /m.